Event description:
On (B)(6) 2008 the pt was implanted with three gore excluder aaa endoprostheses. On an unk date, CT showed a distal type I endoleak on the left side, a type ii endoleak at the lumbars, and aneurysm growth. Measurements were not available. It could not be advised which device was implanted on the left. On (B)(6) 2011 the pt was implanted with a gore excluder aaa endoprosthesis iliac extender component. On (B)(6) 2011 angiography showed a type ii endoleak at the lumbars. No aneurysm growth was noted. On (B)(6) 2011 the physician performed a coil embolization at the lumbars to address the type ii endoleak. The pt tolerated the procedure.

Manufacturer narrative:
Code - the review of the mfg paperwork verified that this lot met all pre-release specifications. Refer to field b6 for the results of the imaging eval. Additional devices implanted: (B)(4).